Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100840.

Event description:
It was reported that the patient was experiencing high impedance on one of their scs leads. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.